Event description:
The customer reported a malfunction found during pre-use check out which may result in the inability to switch modes of ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag-to-vent (btv) switch cartridge and assembly were ordered for replacement to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).